Event description:
The customer reported via phone call that he was admitted to the hospital on (B)(6) 2015. He believed the insulin pump was not delivering boluses or insulin because his blood glucose was increasing. The customer could not get his blood glucose to drop. Customer's blood glucose level was over 460 mg/dl. He was vomiting and had joint pain. The customer had a diabetic ketoacidosis and had a lot of acid in his blood. He was given manual injections and fluids via IV. The customer was wearing his insulin pump at the time of hospitalization. The insulin pump alarmed bad battery, no delivery, and battery out limit. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.